Event description:
It was reported that during a sheathless insertion, the guidewire would not pass through the "back end" of the catheter. The iab was exchanged over the existing guidewire. There were no reported pt complications.